Event description:
It was reported that the device threw off metal shavings during the procedure and was dull.

Manufacturer narrative:
The device that was returned did not include the inner shaver. The outer shaver was inspected and showed no missing metal and no damage that was inconsistent with use.